Event description:
It was reported that the patient had been hospitalized with hyperglycemia (specific blood glucose (bg) levels not provided). The patient was vomiting with ketones rising up to 5 mmol/l (90 mg/dl). The patient attempted to bolus but noticed the pod was leaking and removed the pod after 24 hours of wear time. The cannula was reportedly bent and not properly inserted into the infusion site (abdomen). An insulin pen was administered to decrease the bg levels but the ketones were still increasing. The patient was admitted to (B)(6) and was treated by dr. (B)(6). The patient was diagnosed with high ketones, blood sugar imbalance and ketoacidosis. The patient was treated with insulin and saline solution at the hospital. A new pod was applied and the patient was discharged after approximately 20 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.